Manufacturer narrative:
Pc-000208261 date sent to the FDA: 08/13/2018 additional summary: the unopened actual sample was returned for analysis. The product code pxx41 is multi-strand and contains eight strands double armed per packet. During the visual inspection of the sample, the sterile barrier was compromised due to pin holes were observed on the copolymer and top of msda folder. The sample folder was opened, it was noted that some needles were orientated vertically in the package and a needle is not parked in the foam park and this caused the holes on cavity. Based on the samples condition, the assignable cause suggests an needle out off foam park resulting in pinhole on package.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the nurse treated for the needle prick? If yes, what treatment was provided. It was a minor stick. No medical attention needed. Nurse did not require treatment.

Event description:
It was reported that a nurse was present during an unknown procedure on (B)(6) 2018 and suture was used on the patient. During the procedure, the needle was sticking out of the side of the sterile packet and the nurse pricked herself on the sterile needle. The nurse is fine and required no medical treatment. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information has been reported.